Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a communication error. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found communication error message 224 due to faulty cable. In addition, the following reportable malfunctions were identified during the device evaluation: slice on cable. Based on the results of the investigation, the reported issue was confirmed and found to be due to faulty cable attributed to component failure. The definitive root cause of the faulty cable could not be conclusively identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a communication error. There were no reports of patient harm.